Event description:
It was reported that the pacemaker handle was broken. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the ring cover was broken and the ring was missing. It was also noted that the upper and lower cases were broken and contaminated, the battery release, lead flex cover and battery drawer were contaminated, the keyboard pad was cosmetically damaged, the battery contacts were compressed and the two side bail covers were contaminated.